Event description:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('intercycle pelvic pain + feeling of heaviness in the pelvis') in a (B)(6) year-old female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. On (B)(6) 2009, the patient had essure inserted. In january 2021, the patient experienced pelvic pain (seriousness criterion medically significant), dyspareunia ("occasional intense dyspareunia"), heavy menstrual bleeding ("menorrhagia for 10 days"), dysmenorrhoea ("dysmenorrhoea") and stress urinary incontinence ("mild stress urinary incontinence"). The patient was treated with surgery (total inter-ovarian laparoscopic hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, dyspareunia, heavy menstrual bleeding, dysmenorrhoea and stress urinary incontinence had resolved. The reporter considered dysmenorrhoea, dyspareunia, heavy menstrual bleeding, pelvic pain and stress urinary incontinence to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('intercycle pelvic pain + feeling of heaviness in the pelvis') in a 49-year-old female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2021, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("occasional intense dyspareunia"), heavy menstrual bleeding ("menorrhagia for 10 days"), dysmenorrhoea ("dysmenorrhoea") and stress urinary incontinence ("mild stress urinary incontinence"). The patient was treated with surgery (total inter-ovarian laparoscopic hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, dyspareunia, heavy menstrual bleeding, dysmenorrhoea and stress urinary incontinence had resolved. The reporter considered dysmenorrhoea, dyspareunia, heavy menstrual bleeding, pelvic pain and stress urinary incontinence to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 8-apr-2022: quality safety evaluation of ptc. We received a returned sample. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('intercycle pelvic pain + feeling of heaviness in the pelvis') in a 49-year-old female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2021, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("occasional intense dyspareunia"), heavy menstrual bleeding ("menorrhagia for 10 days"), dysmenorrhoea ("dysmenorrhoea") and stress urinary incontinence ("mild stress urinary incontinence"). The patient was treated with surgery (total inter-ovarian laparoscopic hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, dyspareunia, heavy menstrual bleeding, dysmenorrhoea and stress urinary incontinence had resolved. The reporter considered dysmenorrhoea, dyspareunia, heavy menstrual bleeding, pelvic pain and stress urinary incontinence to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-feb-2022: quality safety evaluation of ptc on 4-feb-2022: no new clinical information received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.